Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent radical prostatectomy, with a three-chamber balloon catheter during the operation. On november 29, the nurse found the foley catheter was prolapsed during the rounds. A careful examination revealed that the catheter balloon had a tiny hole lead to leaking air.